Event description:
It was reported that the patient was having difficulty charging his ipg. An x-ray was taken which confirmed that the ipg migrated and flipped in the pocket. A revision procedure was performed in which the ipg was repositioned and secured into place. The patient is now able to charge and doing well post operatively.